Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health professional that the external pulse generator (epg) would not stay on while a new battery was being placed, even after multiple attempts were made. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm customer comment(s). Device passed all automated and bench testing with no anomalies observed. Hanger is cracked and contaminated. Keypad window is scratched. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.